Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Longevity calculations were performed and an increased rate of power consumption was noted. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device was subsequently explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device was subsequently explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported.